Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(6) 2017 the customer spoke with a medela clinician, at which time she confirmed that she had been prescribed dicloxicillin to treat mastitis. She also reported that she was no longer experiencing symptoms of mastitis. The original product was evaluated on 2/21/2017. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017 the customer reported to a medela customer service representative that there was a tear in the diaphragm of her pump in style breast pump. At this time she also reported that she believed she had mastitis.